Event description:
Same case as MDR: 2134265-2013-00738 and 2134265-2013-00739. It was reported that during a percutaneous coronary intervention, the pullback stopped. The 90% stenosed target lesion was located in the calcified and severely tortuous distal left anterior descending artery. During pullback the ivus image was lost and motor drive pullback stopped. The connection between the catheter and the motor drive was confirmed but the issue was not resolved. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).